Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they are having their bladder uncontrolled, they still urinate at night sometimes, sometimes they can't urinate. Patient reported that happened last night. The patient was redirected to their healthcare provider to further address the issue. Reviewed device education. Patient described a loss of therapy and has a return of symptoms. Guided patient to discuss with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.